Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 with blood glucose of 535 mg/dl. The current blood glucose level was 400 mg/dl. The other relevant blood glucose was 140 mg/dl. The customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty breathing. The insulin pump will not be returned for analysis.